Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrojejunostomy. According to the reporter: the surgeon closed and fired the instrument for gastrojejunostomy. The device cut the tissue, but the staples did not completely form and it did not complete the anastomosis. There was no patient injury. Some bleeding occurred as a result of the malfunction. The surgeon over sewed the incomplete staple line to complete the procedure. Operative time was extended by more than 30 minutes.